Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s lead had all contacts with high impedances. During the revision procedure, the physician determined that there was a suture that had wrapped around the lead and potentially damaged it. The patient¿s lead was replaced. The patient was reportedly doing well postoperatively.